Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540-541 mg/dl with small ketone levels of 18-26 mg/dl; cause was unknown. Healthcare provider identified the ketone level as dangerous. The customer administered a manual injection to address bg level. Reportedly, customer required 3rd party assistance and was advised by the pediatric department of waikato hospital to administer manual injections to address bg level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.